Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during embolization of a pulmonary arteriovenous malformation, an attempt was made to exchange the coil for a different size. During removal, the coil detached in the catheter. Both coil segments were removed in their entirety from the patient together with the catheter. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The device was returned for analysis. The proximal portion of the tie knot was noted to be broken, and the gel from within the implant was drawn out. The distal portion of the coil was noted to be stretched and open wound. The proximal portion of the coil was noted to be closely wound, but not stretched. Based upon the investigation findings and available information, the reported complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that the device was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.